Event description:
Olympus rec'd a medwatch report stating, "while using cautery, team noticed a spark, smoke, and a pop when the cautery cord broke off at the end of the cord next to the machine (esu). Cautery settings: coag 30 and cut 1."

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report and was informed that the subject device was used in a cystoscopy with bladder biopsy and cystoscopy with fulguration. The risk manager stated that there was no pt injury associated with this report, as the reported phenomenon occurred outside of the pt. The subject cable was reportedly used with a valley lab forced2 electrosurgical unit. The procedure was completed using a different system, as the cable broke into two pieces. The device was said to have been manufactured in october 1995, and the instruction manual indicted that the device has a restricted life of one yr; the device advise users not to use the hf cable after one yr of use. There was no further info provided. The risk manager further reported that the subject device was returned to olympus for eval, but the device has not yet been rec'd for eval. If the device is rec'd at a later time, this report will be updated.